Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tkjr revision, mr. (B)(6); (B)(6), (B)(6) 2019; primary surgery date unknown: prior revision (B)(6) 2016. Jnj representative present for the case; as per surgeon, patient reported pain and feelings of instability. On preoperative assessment the constraint of the current hinge implants appeared to have ¿loosened¿ - more movement than would be expected of a highly constrained knee. On removal of the liner there appeared to be fluid within the post if the insert - between the titanium pin and polyethylene. The other components were well fixed. The liner was exchanged and a new hinge pin inserted. No details available. Jnj representative does not have the other implant details or the details of the hinge pin removed. There are no x rays or images available. Tissue samples were taken to rule out infection. Male patient aged (B)(6) years, dob: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: yes. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. A review of manufacturing records or complaint databases was not possible as no product details were received. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot: null. Device history batch : null. Device history review: null.